Event description:
It was reported the customer had many scratches and a worn display. No additional information provided.

Manufacturer narrative:
Unit received with minor scratched lcd window and cracked reservoir tube lip.